Event description:
Related manufacturer report number: 2017865-2023-38714 related manufacturer report number: 2017865-2023-38716 it was reported that the patient presented for an explant procedure due to infected pocket. During the procedure, upon interrogation, it was noted that the right ventricular (rv) lead exhibited poor function. The entire system was explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.